Event description:
One of the needleless connectors in this set does not work. The internal blue portion that compresses when accessed with a syringe is turned incorrectly, which prohibits flow into the set. This has happened multiple times. When discovered, the line must be changed. These sets have failed in a number of locations in our organization. All remaining stock of this were returned to carefusion along with sample sets for testing. No patients were harmed, but there were many failures of this product. Manufacturer response for extension set with needleless y-site, maxguard extension set (per site reporter): looking at product for analysis.